Event description:
It was reported that the patient, that is enrolled in the a4010 vercise dbs registry clinical study, developed an infection at the implantable pulse generator (ipg) site that was severe. The patient was admitted to the hospital three days later and underwent an ipg explant procedure the following day. The patient was discharged from the hospital five days post explant. The patient and the event are recovering and resolving. The infection was assessed as having a possible relationship to the procedure and a probable relationship to the device.

Event description:
It was reported that the patient, that is enrolled in the a4010 vercise dbs registry clinical study, developed an infection at the implantable pulse generator (ipg) site that was severe. The patient was admitted to the hospital and the following day underwent an ipg explant procedure, and was discharged from the hospital five days post explant. The patient and the event are recovering and resolving. The infection was assessed as having a possible relationship to the procedure and a probable relationship to the device. It was additionally reported that the patient's ipg site was red, swollen, and warm to the touch. The patient was placed on antibiotics for four weeks following the discharge from the hospital. The patient is doing well and is healing, there are no further signs of infection. Cultures were taken and confirmed staphylococcus aureus. The ipg will not be returned for analysis as it was disposed of by the facility.

Event description:
It was reported that the patient, that is enrolled in the a4010 vercise dbs registry clinical study, developed an infection at the implantable pulse generator (ipg) site that was severe. The patient was admitted to the hospital three days later and underwent an ipg explant procedure the following day. The patient was discharged from the hospital five days post explant. The patient and the event are recovering and resolving. The infection was assessed as having a possible relationship to the procedure and a probable relationship to the device. It was additionally reported that the patients' ipg site was red, swollen, and warm to the touch. The patient was placed on antibiotics for four weeks following their discharge from the hospital. Also, cultures were taken, but the results are unknown. The patient is doing well and is healing, there are no further signs of infection. The ipg will not be returned as it was disposed of by the facility.